Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). It was reported that the patient faced similar event of leaking with 7 infusion sets after being used for about 1 to 1.5 days for all events. Patient's blood glucose level at the time of event was reported to be 18 mmol/l. It was reported that the infusion set was leaking at connector and specifically, the connector portion that had the cannula. The patient replaced al infusion sets and resumed insulin successfully. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4)- MDR device 3 of 7.